Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed. Visual examination of the unit noted a cut in the tubing approximately 4 cm above the luer lock. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported that a flo-gard intravenous solution administration set leaked during infusion. Reportedly, the device was leaking a total parenteral nutrition (tpn) solution onto the bed sheets. Infusion was stopped and it was discovered that there was a cut in the tubing near the cannula. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.